Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available,an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that at 43 days post convective radiofrequency water vapor thermal therapy procedure, the patient was experiencing an urinary tract infection (uti). The patient was administered cipro (dose unknown). The investigator assessment of the patient uti was assessed as probable procedure and device related. There was no clinical endpoint committee adjudication results required for this event.

Event description:
It was reported that at 43 days post convective radiofrequency water vapor thermal therapy procedure, the patient was experiencing an urinary tract infection (uti). The patient was administered cipro (dose unknown). The uti was reported to have resolved 13 days post onset symptom. The investigator assessment of the patient uti was assessed as probable procedure and device related. There was no clinical endpoint committee adjudication results required for this event.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-60664. Describe event or problem: updated to reflect uti resolution. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available,an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that at 43 days post convective radiofrequency water vapor thermal therapy procedure, the patient was experiencing an urinary tract infection (uti). The patient was administered cipro (dose unknown). The investigator assessment of the patient uti was assessed as probable procedure and device related. There was no clinical endpoint committee adjudication results required for this event.